Event description:
One hundred fifty eight quidel urine hcg tests - product number 0269 - were used for serum testing during a period from 6/9/00 and 8/31/00. Three hundred fifty three pts may have been tested with this product. This product's outer container is clearly labeled "hcg urine." However, once placed into svc, the inner components are not clearly labeled. The individually wrapped testing cassettes are labeled as "quickvue" and are not described as for urine use only. A catalog number is not printed. Nothing indicates that this is for urine testing. The description printed on the cassette for the hcg urine is "hcg". Again, no indication that this is for urine only. Lot numbers differ on the outside container and on the foil wrapped cassette packages. Lot numbers are not printed on the testing cassettes.